Event description:
Employee works as ER transporter and wears gloves during much of shift. Charge rn reported pt's hands to be open and bleeding. Healed 5 days after stopping latex exposure (glove use) and using moisturizing cream (eucerin).